Event description:
Medtronic received information of a pericardial effusion which was diagnosed in a patient following a cryoablation procedure for pulmonary vein isolation. Pericardiocentesis was performed and 150 ml of fluid was withdrawn. There were no issues with the device during the procedure.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 9 injections were performed with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.